Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing,t-wave oversensing identified at 15:00 the same time that sub-threshold impedances are measured. Oversensing due to impedance measurement.

Event description:
It was reported that the patient's device showed t-wave oversensing (twos) during sub threshold lead impedance measurements. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.